Event description:
It was reported that a prior lead warning was found in the device data file as well as several low impedance values for the right ventricular (rv) pacing lead. It was also reported that the rv lead pacing threshold levels were high and that r-wave sensing was diminished. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: adsr06 implantable pulse generator 2012 (B)(6). (B)(4).